Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent alarm was not confirmed as the reported event was not reproduced during testing of the returned system controller and was observed in the log files. Log files were submitted and downloaded for review and data from the event date of 25sep2025 was reviewed. The data in the log files did not indicate any issues with the system controller. No intermittent alarms were observed throughout the log files. The pump maintained a speed within the low speed limit without issue throughout the timespans. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 08sep2024. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported to coordinator on call at 0450 that the driveline fault alarm was active. The advisory alarm tone was heard in the background. The patient denied any visible damage to the driveline. It was noted that the patient began hearing intermittent alarms over the last few days but explains by the time they viewed their system controller, the display message was no longer active. It was also noted that earlier this year, the patient experienced issues with their white power lead keeping connection with her power source (cs-217991). Log files were obtained and confirmed the issue with the white lead. A system controller exchange was performed, and the alarm was resolved. The log files confirmed driveline power faults on (B)(6) 2025. It was recommended to exchange the modular cable and system controller. This alarm did not interfere with pump operation. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. After exchanging the modular cable and system controller, driveline power faults had not returned, and the data used to trigger the driveline power fault alarms were in normal ranges. The pictures of the modular cable inline connector show the pins and the surface of the connector appear clean with some debris around the edges of the connector. The log files showed the patient cable voltages were low which indicated the patient cable, used at the time of this log file download, should be replaced. The patient cable was replaced and 10 power cable disconnects were again performed. The patient cable voltages have returned to the normal voltage range of 14 volts.